Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging the lancets do not fully penetrate the patient' skin on the unknown lfs lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6) 2011 and (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported the alleged issue began a month ago prior to contacting lfs. The patient's husband indicated that the patient manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the husband stated the patient denied taking any action regarding her diabetes management regimen. A couple of weeks after the alleged issue occurred, the husband claimed the patient had trouble seeing, felt dizzy, could not get enough to drink, and craved sugar. On (B)(6) 2011 at 1:00pm, the husband reported the patient went to see her health care provider (hcp). At the time of the doctor's office visit, the husband stated the patient was tested by the doctor/clinic meter and a result of "400 mg/dl" was obtained at 1:30pm. However, it is not known what type of treatment, if any, the patient received from the doctor's office visit. At the time of troubleshooting, the cca was not able to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims the patient was unable to test her blood sugar due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.